Manufacturer narrative:
The adverse event is filed under ais reference (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
An outside law firm reported that a patient experienced post-operative loosening following a left knee arthroplasty procedure that required subsequent medical intervention. According to the operative report dated july 30, 2018, the patient underwent a primary left total knee arthroplasty for degenerative joint disease (djd). The procedure was performed using cemented components, and the operative report indicates that the implants were placed with appropriate alignment and stability. The patient tolerated the procedure well and was transferred to recovery in stable condition. No intraoperative complications were reported. According to a subsequent operative report dated (B)(6) 2025, the patient underwent a revision left total knee arthroplasty due to failed prior knee prosthesis with loosening of components. Intraoperatively, the tibial and femoral components were noted to be loose and were removed without difficulty. Revision components were implanted using bone cement, and trialing demonstrated stability through range of motion without varus or valgus laxity. The operative report indicates that the patient was taken to recovery in stable condition and no intraoperative complications were reported. However, a small medial tibial crack was identified after cement curing, which was noted to be stable without apparent movement and managed with postoperative immobilization and restricted weight-bearing.